Event description:
The customer reported that the system displayed a lift switch stuck error message and would not complete the boot up cycle. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The connectors on the power motor relay board were reseated. The system was tested and found to be working as intended and put back into service.